Event description:
Hcp reported battery alarm sounding 2 months post implant. Hcp reported patient's bladder has not responded since surgery. Patient developed infection. Manufacturer received product in 2001 with statement of "premature alarm." A follow up report will be sent when additional information is received.